Event description:
Caller reported that the inner cannula ejected when pt was cuffing. The ent reported that the locking mechanism on the device is very poor. The info provided does not suggest that decannulation/recannulation of a replacement tube was required.

Manufacturer narrative:
(B)(4). The sample is expected to be returned for analysis.